Event description:
It was reported that there was an occlusion of an unknown baxter solution administration set during infusion. The user keyed open the door of a sigma spectrum infusion pump, loaded the set¿s tubing (receiving "green lights"), pinched the top of the tubing and closed the door by taking out the key. The reporter stated that the occlusion occurred after starting the infusion. The infusion was restarted and continued without incident. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. The sample is not available for evaluation. If additional relevant information become available, a follow-up report will be submitted.